Event description:
Dealer contacted invacare for a mechanical repair quote and stated, the frame is twisted, shocks and anti tippers are gone, the battery box retainer is cracked, the left suspension arm is bent, the metal battery protector plate is bent, and the front casters are missing chunks. Dealer did not provide information regarding how any of this became damaged.